Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer's blood glucose about 30-45 minutes later was around 101 mg/dl. Mother stated pump had a blank white screen and then the pump kept trying to turn back on and then it would turn back off. Mother stated customer took a picture of pump message and it may say 35 or 36 next to critical pump error. Customer states the scratch is on the lcd screen. The customer was advised to replace the insulin pump based on troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damage electronic assembly on printed circuit board. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with minor scratched lcd window, scratched case, partially detached reservoir tube retainer and cracked select button keypad overlay.